Manufacturer narrative:
A ge rep evaluated the system, and removed the broken key piece from the lock. Customer is using spare key. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
Customer reported the key broke off in the key switch. No pt injury was reported.